Event description:
Scheduled c-section for failure to progress. Spinal anesthesia administered. The patient was positioned and abdomen prepped with prevail-fx topical prep solution. The surgical drape was applied by physician. Initial incision with scalpel. Electrocautery machine set at 60/60 used. Sparks and smoke noted with small fire on the right lower quadrant of the abdomen (in surgical field). Bovie pencil was tossed onto the surgical drape covering the patient's thighs. The physican extinguished fire with hands. Once the initial fire was extinquished a second fire was noted on the surgical drape where the bovie pencil was tossed. Bovie pencil was disconnected from unit and fire extinguished. The patient was redraped and a c-section was completed with same electrosurgical unit and grounding pad, but with a new bovie pencil. Patient suffered second and third degree burns to lower abdomen and thighs bilateral.